Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. After rotablation, a 4.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.